Event description:
It was reported that revision surgery was performed due to pain and dislocation. The doctor says the devices were not defective but the position to insert shell was not appropriate.